Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned, and investigation completed by product analysis on 18-apr-2019 with the following findings: review of the black box data revealed records of loss of prime with low non-zero force dated (B)(4) 2019. On investigation, the pump powered on normally and rewind, load and prime steps completed successfully. The pump was exercised for 12 hours without duplication of the alleged loss of prime issue. Investigation did not duplicate the complaint.